Event description:
On (B)(6) 2015, a peg-j tube was implanted on a patient. On (B)(6) 2015 the patient reported that she had abdominal pain, shoulder pain and her tube was leaking and had drainage from around the peg-j. Patient denied redness around stoma or bleeding. She said the drainage color was serosanguineous. The patient also denied fever. The patient went to the emergency room as instructed by her physician on (B)(6) 2015. The physician's nurse reported that the patient was hospitalized over the weekend with peritonitis. The patient's stomach was filled with fluid. The j extension of the tubing had been removed but the peg tube was left in place. The physician stated the fungal infection might be caused because the patient took a bath after the tube was attached. Currently the patient is in the hospital and on ventilator

Manufacturer narrative:
(B)(4). The batch record review did not identify any probable or root causes that would contribute the patient¿s conditions. The batch record was reviewed, and no non-conformances or deviations were identified. No corrective or preventive actions have been identified at this time. There is no impact to this lot as a result of this batch record review. . Peritonitis is an expected complication of a peg placement. A return sample evaluation was not performed because tubing remains implanted.